Manufacturer narrative:
Additional information was provided in section b5 describe event or problem section d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation section e1:(B)(6). Four images were reviewed by a boston scientific quality engineer. It is possible to observe four parts of the box damaged, with holes. The device/package did not return; therefore, product analysis could not be performed. The review of the images confirmed the reported allegation.

Event description:
It was reported that during preparation for the farawave procedure for paroxysmal atrial fibrillation, the customer got the damaged package and refused to work with that catheter. The sterile package was also damaged, and the catheter was not safe to use. There was a hole inside the sterile package. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned but was not received for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Images were provided for review.

Event description:
It was reported that during preparation for the farawave procedure for paroxysmal atrial fibrillation, the customer got the damaged package and refused to work with that catheter. The sterile package was also damaged, and the catheter was not safe to use. There was a hole inside the sterile package. A new device was used to complete the procedure. No patient complications occurred. The device is expected to be returned. Images were provided for review.

Manufacturer narrative:
Section d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Section e1: (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.